Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the master tool manipulator associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the reported customer complaint. During sine cycle, the reported error 23013 along axis 4 occurred. To correct the problem, the a4 motor cable and motor will be replaced.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the recoverable error 23013 and replaced the master tool manipulator left (mtml) to resolve the issue. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the mtml unit for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system displayed an error 23013. The customer indicated the surgeon was able to continue with the surgery in this condition. The technical support engineer (tse) reviewed the logs and confirmed error 23013 pointing to the left master tool manipulator (mtml) axis 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.